Event description:
During testing at the user facility, the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delay in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found that the device touchscreen would not calibrate. The probable cause of the customer complaint is a broken touchscreen assembly. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.